Manufacturer narrative:
Additional information: h6. It was reported that the engine got hot during the surgery and started smoking in spite of water supply. Further the device is also considerably louder than other devices. The reported event was not confirmed. The manufacturer evaluation revealed the running noise of the motor is still within tolerance and reported heating could not be reproduced.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device is defective. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update from 17-nov-2023 pgail: it was reported that the engine got hot during the surgery and started smoking in spite of water supply. Further the device is also considerably louder than other devices. Update 04-dec-2023: further information were provided that no person was harmed due to the reported event and that the surgery could be finished successfully without an additional device as the event happened at the end of the surgery.